Manufacturer narrative:
On october 6, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. And a tear was observed on the posterior aspect measuring less than 0.1 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast reconstruction with a 800cc mentor smooth round moderate plus profile saline breast prosthesis on the right side, suffered right breast implant deflation post-procedure. The deflation was diagnosed via physical examination and it was described as the flattening of the upper pole of the breast. As a result, the patient underwent removal and replacement with a 800cc mentor smooth round moderate plus profile saline (catalog: 3502800, lot: 9478106, sn: (B)(4)) on (B)(6) 2020.